Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The speedband superview super 7 device was returned for analysis, and visual inspection showed that the ligator housing teeth were damaged and only one band remained attached to the housing. The handle was returned with no visible damage. No additional abnormalities were observed during the evaluation of the returned components. The reported event of bands failure to deploy was confirmed based on the condition of the returned device. A risk review was completed and verified that bands failure to deploy is defined in the risk documentation and is documented accordingly, supporting acceptable risk benefit for the product. The damage observed on the ligator housing teeth suggests that excessive force may have been applied during use, or that the way the device was introduced through the patient may have contributed to the tooth damage, ultimately affecting proper band deployment. Based on all compiled information and the absence of evidence of a manufacturing defect, the most probable root cause for this event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of hemorrhoid procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of hemorrhoid procedure performed on (B)(6) 2025. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.